Event description:
Reportedly, the cover detached from the cs2 x-ray tube ceiling suspension and allegedly the cover fell striking the technologist on the top of the head. Reportedly, the technologist was examined in the hosp emergency room and she was found not be injured.